Manufacturer narrative:
Evaluation anticipated but not yet begun.

Event description:
During preparation for a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console appeared to malfunction, indicating a "computer needs service" message. Manual control of the system pumps and alarm sensors continued to be available through local controls. There was no reported adverse consequence to the pt as a result of this event.